Event description:
Medical affairs has been unable to get in contact with the pt; therefore sent a letter to obtain more clinical info. Reporter called on behalf of their family member alleging that their meter does not power on. The last time of the pt tested on the device was approximately 8-9 months ago. The pt experienced dry lips and felt dizzy. The pt ate food and drank fluids and then took their medication after attempting to use the meter. A couple of hours later the pt was tested on another device and received a reading of 200 mg/dl and was treated with IV. The battery contacts were in good condition and the battery was replaced less than a year ago. The meter does not power on by pressing the power button. Based on the info that was provided, there is no evidence of a serious injury; however, there is evidence of a meter malfunction, since the meter does not power on even though the battery was replaced less than a year ago.